Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2019, the patient was re-implanted with a new device during the same surgery. This report is filed on june 18, 2019.

Manufacturer narrative:
This report is submitted june 19, 2019. - attachment: [146069 device analysis report.pdf].